Event description:
It was reported that the 9800 system experienced a ma sensor error that would not clear with reboot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lemo connector and interconnect cable. The system was tested and found to be working as intended and placed back into service.